Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2001 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient underwent multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent mesh excision on (B)(6) 2002 under dr. (B)(6) at (B)(6) hospital.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent total vaginal hysterectomy, anterior repair and pubovaginal sling with pubic bone anchor with implanted influence fast loop screws. It was reported that following insertion the patient experienced vaginal scarring, bleeding, infections, incontinence, recurrence, mesh erosion and dyspareunia. (B)(4).